Event description:
This device was returned without oos documentation from healthcare system. Per biotronik representative, according to dr. Operative report, this patient had a mitral valve repair. This patient had vegetative endocarditis on the rv lead. This lead was cut and partially removed. At a later date the remainder of the rv lead, the ICD and the ra lead were removed. Four days later this device was replaced with another biotronik system. Lumos dr-t, MDR 1028232-2009-00112. St. Jude medical.